Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that before implantation during loading of the lens, surgeon observed the cartridge was sharp-edged and scratched the iol (intraocular lens) through the microscope. The surgery was completed with another cartridge and a new iol. There was no patient contact and patient harm. Additional information has been requested. There are two medical reports associated with same event. This file is 2 of 2.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The used company cartridge, lot 15899708 was not returned. The lens was returned in the lens case inside the carton. The lens was returned posterior surface up in the lens case. Small spots of viscoelastic were observed on the lens. The optic had angled cracks on opposite edges. This damage may indicate a plunger override occurred. Seventy-eight unopened company cartridges were returned for the reported lot. Eight samples were in an opened 10-count carton returned with seven unopened 10-count cartons (70). One unopened company cartridge was randomly selected from each carton. The samples were numbered 1-8 for evaluation purposes. The eight returned company cartridges were opened and microscopically examined with no damage observed. No sharp edged were observed. The company cartridges were functionally tested per the IFU (instructions for use). No lens or cartridge damage was observed after the lens deliveries. The eight company cartridge were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified lens model was indicated. The company lens is only qualified for use with the company cartridges. A qualified handpiece was indicated with a non-qualified viscoelastic. The used complaint company cartridge for lot 15899708 was not returned. The root cause for the reported lens damage appears to be related to a failure to follow the IFU. The company lens is not qualified for use with the company cartridge. It is only qualified for use with the company cartridges. The correct cartridge is indicated on the carton label and the lens case label. The lens was cracked on opposite edges, not scratched. This damage would indicate a plunger override occurred. The lens had minimal viscoelastic dried on it. This may indicate the company cartridge was not properly filled. In addition, a non-qualified viscoelastic was indicated. Eight of the returned unopened company cartridges for the reported lot were evaluated. The eight unopened company cartridges were opened and microscopically examined with no damage observed. No sharp edges were found. The company cartridges were functionally tested per the IFU. No lens or cartridge damage was observed after the lens delivery. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.